Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the liquid accumulated in the injection part and when infused through the PICC, the catheter broke near the injection part. No reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the catheter. An attempt was made to flush the sample with a 12 ml syringe of water and the catheter was found to not patent to infusion or aspiration and a spraying leak was observed approximately 1.3 cm distal to the distal end of the strain relief. A microscopic observation revealed a very small hole approximately 1.3 cm distal to the distal end of the strain relief. The sample was dissected in order to observe the interior wall of the catheter and a more extensive damage was observed on the interior surface of the hole. Some damage was also observed on the inner wall of the catheter opposite of the hole. The damage observed on the inner wall of the catheter as well as the location of the hole is evidence of stylet damage. As a note, the product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the liquid accumulated in the injection part and when infused through the PICC, the catheter broke near the injection part. No reported patient injury.